Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter was reading inaccurately high. The patient tests her blood glucose twice a day. She manages her diabetes with metformin and glyburide. The patient indicated that the alleged issue started on an unspecified date/time two months prior. The patient reported blood glucose results of "245 mg/dl" with a lifescan meter and "150 mg/dl" on a laboratory device, performed within 10-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient did not modify her diet or medication regimens because of the alleged issue. On an unspecified date/time in mid-september, after the alleged issue began, the patient claimed that she developed symptoms of shakiness and blurred vision. The patient claimed that she felt low, but the meter kept giving unspecified "high" results that did not correlate with her symptoms. The patient administered self-treatment by eating food which helped to relieve her symptoms. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.